Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, troubles encountered. (B)(6) 2023 tl artificial headfirst operation.2023/02/15 g26 bipolar cup found to be prolapsed.2023/02/17 re-operation. Replaced with a perfecta bipolar cup 42mm. Physician's findings. An investigation was requested to determine if the locking mechanism had failed. Reporting party's findings and response status: degeneration without excessive strong impact. It is unclear if there is a problem with the locking mechanism of the implant or if there is soft tissue intervention. It is necessary to look at the dislodged product in the company at a later date and verbally communicate the findings. (B)(4).